Manufacturer narrative:
B5, h6.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed, and the patient was stable.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed, and the patient was stable.